Event description:
It was reported that there was a loss of therapeutic effect. It was noted that since saturday (B)(6) 2013 the patient had felt a spike in pain. It was further noted that when the patient¿s therapy was on he was usually at a 6-7 on a pain scale and lately the pain stimulation was not helping and his pain was at an 8.5-9. The patient was going to see the healthcare professional (hcp) on the day of this report. It was noted that the patient¿s pain was not related to his therapy as far as he knew. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), im planted: (B)(6) 2010, product type: lead. (B)(4).